Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing and lcd lens screen scratched. The customer stated problem was duplicated. Air detector sensor failed and dso (downstream occlusion) sensor seal was bubbled so they were replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump had a bubbled downstream occlusion sensor seal and the air detector appeared to be inoperable. No patient was involved in this event. No adverse effects were reported.